Manufacturer narrative:
(B)(4).

Event description:
A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed all relevant testing. A review of the data log confirmed the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.